Event description:
It was reported that stent damage occurred. During preparation, a 28 x 2.50mm rebel bms stent was selected. However, it was noted that the proximal of the stent itself was deformed. The procedure was completed with another of the same device. No further patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a rebel bms device. Analysis confirmed numerous hypotube kinks. Microscopic inspection revealed the stent was damaged and stretched over the tip.

Event description:
It was reported that stent damage occurred. During preparation, a 28 x 2.50mm rebel bms stent was selected. However, it was noted that the proximal of the stent itself was deformed. The procedure was completed with another of the same device. No further patient complications were reported and the patient status was stable.